Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump drive support was damage. Customer was having issue with bolus. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Insulin pump will be returning for analysis.

Manufacturer narrative:
Down arrow button did not respond due to unlock on lcd keypad connector. The drive support disk was inspected and no anomaly noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly.